Event description:
It was reported that the evita v800 went out on the patient and only beeped. The device alarmed. No patient health consequences have been reported.

Manufacturer narrative:
The described event and the affected device, an evita v800 with the serial number (B)(6), served as the basis for the investigation. The evita v800 couldn't be operated anymore and was then sent to the manufacturer's repair shop in lübeck for examination. It was possible to determine that a defect on the m48.3 circuit board was the cause of the device failure. The hardware analysis of the replaced printed circuit board pba m48.3 showed that the dc/dc converter j21 had a defect and therefore the internal 4.2 vdc voltage supply on the printed circuit board had failed. Since all other circuitry on the circuit board is powered from this voltage, there was a complete loss of function of the pba m48.3 circuit board as well as the central control, ventilation and display functions of the device. According to the user report, the unit performed as specified and alerted as intended with the activation of the audible high-priority auxiliary alarm. In the event of a loss of complete function of the ventilator, the safety valve automatically opens to ambient, allowing the patient to breathe spontaneously. The ventilator's auxiliary audible alarm is immediately activated to alert the user to the equipment failure. This alarm is supplied from an independent power source and lasts for at least 2 minutes. At the repair shop, the affected circuit board and usd cards were replaced and a subsequent complete functional test of the ventilator was performed according to the manufacturer's specifications without any further deviations. For the evita v600/v800 and babylog vn600/vn800 device families, no further complaints have been received from the field to date regarding a component defect of the j21 dc/dc converter on the pba m48.3 8421921 circuit board. The risk management file remains valid unchanged. The risk assessment is therefore accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the evita v800 went out on the patient and only beeped. The device alarmed. No patient health consequences have been reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the evita v800 went out on the patient and only beeped.the device alarmed. No patient health consequences have been reported.